Event description:
It was reported that the patient received inappropriate therapy due to noise, and there was oversensing. Pacing and hv (high voltage) therapies were programmed off until the lead could be replaced. However, without bi-ventricular pacing, the patient decompensated and went into renal failure. The patient is now unable to tolerate a procedure to replace the lead, and is currently in the intensive care unit. The patient was reportedly "not doing well," due to not receiving bi-ventricular pacing and has since had the lead replaced. Additional information was received with the returned lead reporting that there was an apparent lead fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. It was reported that the patient received inappropriate therapy due to noise, and there was oversensing. Pacing and hv (high voltage) therapies were programmed off until the lead could be replaced. However, without bi-ventricular pacing, the patient decompensated and went into renal failure. The patient is now unable to tolerate a procedure to replace the lead, and is currently in the intensive care unit. The patient was reportedly "not doing well," due to not receiving bi-ventricular pacing and has since had the lead replaced. Additional information was received with the returned lead reporting that there was an apparent lead fracture. No further patient complications have been reported as a result of this event. Lead(s), fracture of oversensing shock, inappropriate noise.